Manufacturer narrative:
The biomedical engineer (bsm) reported that the multiple patient receiver (org) was in signal loss. The unit was in use with 2 patients being monitored on telemetry transmitters which were then monitored on the central nurse's station, but they were moved to a different org so that they can be monitored prior to troubleshooting the issue with this org. No data was lost. Real time data was down for 5-10 minutes. The customer called back and stated that they are not returning the unit in for repair as they tested the device in their shop and have not had any issues; also, they have someone from nihon kohden coming into the hospital next week for an org upgrade. No patient harm reported.

Event description:
The biomedical engineer (bsm) reported that the multiple patient receiver (org) was in signal loss. The unit was in use with 2 patients being monitored on telemetry transmitters which were then monitored on the central nurse's station, but they were moved to a different org so that they can be monitored prior to troubleshooting the issue with this org. No data was lost. Real time data was down for 5-10 minutes. The customer called back and stated that they are not returning the unit in for repair as they tested the device in their shop and have not had any issues; also, they have someone from nihon kohden coming into the hospital next week for an org upgrade. No patient harm reported.